Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt due to lead migration that was confirmed via x-ray. During a supposed revision procedure, it was determined that there was too much scar tissue in the epidural space to replace the paddle so the physician opted to explant the system instead. The explanted lead will not be returned per hospital policy.